Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges during pumping. Reportedly, both cartridges were cracked. The customer's blood glucose level was 300 mg/dl. The customer changed all the supplies and delivered a bolus.